Event description:
It was reported by the manufacturer service technician that the device was overheating during testing at the service facility. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.